Event description:
A malfunction was reported by the customer regarding the pump. There was no reported impact to the customer¿s blood glucose level. Customer service provided information to reset the pump, assisted the caller in performing the reset, and ensured the issue did not recur. The customer was advised to call back if the malfunction code appeared again and acknowledged the instructions.